Event description:
Analysis of the pulse generator identified that the generator was received at settings indicative of a faulted diagnostic test. No programming history is available in the in-house programming/diagnostic history database that shows when a faulted diagnostic test occurred. No patient adverse events were reported.

Event description:
Additional information received revealed that the issue most likely did not occur during explant as programming history was received from the handheld device used during surgery and there were no entries for this device on the day or around the day it was explanted.

Manufacturer narrative:
Analysis of programming history.